Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4)

Event description:
A healthcare worker reported a patient with blurred vision following an intraocular lens (iol) implant procedure. Tyndall and hypopyon were observed. The lens remains implanted. Additional information was received that the patient is still under medical treatment.